Event description:
New information received noted that the right ventricular (rv) lead exhibited additional non-sustained rv over-sensing episodes. The cause for the over-sensing was unknown.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, noise was noted on the right ventricular (rv) lead. Non-sustained rv oversensing was also noted. No changes were made. The patient was stable.

Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon investigation, oversensing noise was noted on the rv lead. Possible insulation damage was suspected, but no imaging was done to confirm any damage. No changes were made. The patient was stable.